Event description:
It was reported that the pt had a micl 12.1 implantable collamer lens implanted in the right eye in 2006. As part of the study, the pt reported that she has developed a cataract. The surgeon's office was contacted, and the pt had developed a nuclear sclerosis cataract, it was diagnosis three months prior to implant. The pt was last seen in 2009, bcva 20/20, prognosis was good. The lens remains implanted. The pt's age is not within the manufacturer's recommended age range and is considered off-label use. See MFR report# 2023826-2009-01206 for the other eye.